Event description:
Olympus (osh) field service engineer was informed that the customer¿s visera elite xenon light source reportedly ¿sometimes automatically goes into spare lamp¿ found during preparation for use of an unspecified laparoscopic procedure. The procedure was completed with another similar device. No death, injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for service/repair. The evaluation confirmed the customer¿s reported issue as the main lamp does not ignite and goes into spare lamp mode due to a defective/failure from the power supply unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the ¿main lamp does not light up, but spare lamp lights up¿ due to a defective convertor. Olympus will continue to monitor field performance for this device.